Event description:
It was reported that balloon pinhole occurred. A 2.50mm x 20mm apex balloon catheter selected for use. However, during preparation, balloon pinhoie was noted prior to device insertion. The procedure was completed with another of the same device. No patient complications were reported.